Event description:
It was reported that when unplugged from the wall, the rotaflow displayed full charge, but during patient transport the battery died. The device was quickly plugged into the wall and then replaced with another device. No reported patient effect. (B)(4).